Manufacturer narrative:
(B)(4) - the device was manufactured march 6, 2015 ¿ march 7, 2015. The device was received for evaluation. Visual inspection revealed a broken syringe tip stuck inside of the device¿s fill port. The syringe tip was removed from the port, and simulated use testing was performed by attaching a syringe with a similar tip to the port. The device was filled with no issues or syringe breakage noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to attach the fill port of a small volume infusor to a non-baxter syringe, leading to the tip of the syringe breaking off in the port. This occurred during filling. There was no patient involvement. No additional information is available.